Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) was received from the customer with no complaint information. The epg was tested and the main board was found to be "damaged." The status of the epg is unknown. No patient involvement was indicated.